Event description:
Patient (user) reported his doctor recently confirmed he had a uti and was put on a course of antibiotics. He finished the course of antibiotics but hadn't gotten rid of his infection. Patient stated he couldn't say that the ultra m14 may have caused or contributed to his recent uti. This is because he was using many other brands at the same time. Patient also reported feeling a localized burning sensation during use. This was consistent with the sensation felt with other brands he was using concurrently.